Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.